Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used in a procedure. According to the complainant, the generator failed to deliver rf power as set in monopolar mode. The grounding pad, cable, and forceps were changed and still would not work. Afterwards, the device regains its use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event: no rf power. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.